Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to external damage of electrical contacts of scope connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found error e135 (e315 error-scope error) due to deep dents on plug unit and gold pins. Testing performed troubleshooting with reference 190 plug unit and confirmed image displayed on the monitor. In addition, crack glue on a-rubber (bending section part) was observed. Minor dents on d/e (distal/end) noted. Buckles on light guide was observed. Deep dents on plug unit and gold pins on scope connector were found. Evaluation findings noted an error e315 was observed due to deep dents on plug unit and gold pins , this likely attributed to customer reported issue of the "unit is not being recognized by the processor". The IFU (instruction for use) states: important information ¿ please read before use. Warnings and cautions: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Warnings and cautions: caution: do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and a faulty contact can result. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported that the unit is not being recognized by the processor. The issue found during preparation for use. There was no patient harm or injury reported due to the event. No user injury reported.